Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, "defib disabled", "pacer disabled", "defib fault 72" and "pacer fault 116" messages were observed. The complainant indicated that there was no patient involvement in the reported malfunction.